Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii/IV".

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against right device. The device has been explanted.

Manufacturer narrative:
A visual analysis of the returned device identified: weight to spec., no other observation observed, intact and functional. Base on the device analysis the final assessment is: there were no issues found related with the manufacturing process. Device assessed as intact and functional.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against right device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, d.9, h.3, h.6.